Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; h6.

Event description:
Healthcare professional additionally reported capsular contracture, baker grade IV, and creases. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported capsular contracture, baker grade iii. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events capsular contracture and crease / folding of implant was received on oct 07, 2025, with lot number 3519603. Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ crease / folding of implant: observed creases on device. As per the investigation procedure, deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported capsular contracture, baker grade iii. Healthcare professional additionally reported capsular contracture, baker grade IV, and creases. This record is for the right side. The device has been explanted.